Event description:
It was reported that lead noise was observed via remote transmission. All electrical characteristics were normal. The patient was scheduled for a follow-up. No symptoms were reported and the patient will be monitored via merlin at home.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.